Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed a kink approximately 3.5¿ from the distal tip, circumferential delamination approximately 3.5¿ in length from the distal tip, distal tip damage, bunching of the liner at the distal sheath tip, deep gouge/cut on the shaft, c-marker was intact and attached to the liner, and no liner tear. Functional or dimensional testing was not performed due to the condition of the returned device (sheath shaft fully expanded; liner delaminated). The complaint for sheath distal tip, liner delamination and sheath shaft, kinked bent was confirmed based on the returned condition of the sheath; however, no potential manufacturing non-conformances were identified. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations further supports that the sheath has proper inspections in place to detect issues related to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies the sheath can become kinked or bent due to certain procedural factors, such as if the orientation/position of the sheath is not maintained, if the sheath is torqued, or if the sheath is subjected to sub-optimal insertion or placement angles. The likelihood of a kink increases when additional force is applied to the sheath under these conditions. Based on the available information, it is likely that the kink and liner delamination was caused by procedural factors. Per the complaint description summary, the balloon got stuck in the sheath causing it to turn in on itself. At this point in the procedure, the sheath was likely subjected to the sub-optimal orientations and angles that can cause it to kink. The balloon may also have caught onto the liner, causing the sheath to delaminate as a result of the excessive force applied due to the withdrawal difficulty. However, a definitive root cause is unable to be determined at this time. The complaints for ¿sheath shaft ¿ kinked, bent¿ and ¿sheath shaft ¿ liner delamination¿ were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified, and a review of complaint history revealed that the occurrence rates did not exceed the (B)(6) 2017 control limits for the respective trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing. Reference mfg. #2015691-2017-03020.

Event description:
As reported, during the implant of a 26 mm sapien 3 valve, by tf approach in aortic position, when the delivery system was being retrieved, the balloon got stuck in the sheath causing it to turn in on itself, the patient required general anesthesia (ga) and requirement of vascular surgeon to remove it. As per follow up the site alleged unusually large balloon. The patient was discharge home without any other complication.